Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a display anomaly. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump had a black lines going down the screen and unable to see the display. Customer reported that replacement battery did not resolve the issue. No significant events leading to the display anomaly was observed. Customer also reported that she was hospitalized due to high blood glucose and display anomaly on (B)(6) 2018 with a blood glucose reading of 400 mg/dl. Customer was treated with manual injection. Customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer was given a back up plan. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No green/black screen display anomaly or black lines noted. No missing segments/partial display noted. Device passed the displacement test, rewind, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and delivery accuracy test at 0.08765 inches. Device was unable to prime during prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked display window, scratched reservoir tube window and cracked reservoir tube lip.